Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence concurrently with a total vaginal hysterectomy, urethral suspension, and a cystoscopy. It was reported that following insertion the patient experienced second-degree rectocele and underwent posterior colporrhaphy on (B)(6) 2010. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal with a vaginal hysterectomy and vaginal reconstruction on (B)(6) 2013. No additional information was provided. (B)(4).